Manufacturer narrative:
Device evaluation: a sample is available to evaluation but has not been received by the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2015 blood collected in the suspect device at 02:28 for a pt/inr resulted in a pt >78.2 and inr > 9.0. Fresh frozen plasma was ordered and a unit was given to the patient. The oncoming nurse questioned the result since the only anticoagulant the patient was taking was aspirin. A sample was recollected and the inr was 1.1. There was another blue top in storage from blood collection that occurred with the initial blood drawn in the ER at 00:09. It was tested and the inr was 1.1. The patient also had a pfa sample collected at the same time as the blood that resulted in an inr >9. The tube from the pfa was tested and the inr was 1.1. All of the blue top tubes were pulled and looked at. There was no hemolysis or clots. The labeling was correct and documentation from the phlebotomists showed the patient's ID band was scanned at collection. The reported lot was pulled from inventory.

Manufacturer narrative:
Adverse type: based off device evaluation, "adverse type" has been changed to reflect adverse event only. Device evaluation: result - a review of the device history record revealed no related quality notifications. All process and final inspections comply with specification requirements. No incident lot samples have been returned by the customer to date. Twenty retention samples were examined/tested. On (B)(6) 2016 blood samples were collected from one employee donor into a total of (B)(6) retention lot tubes. Also one control lot tube (reorder # (B)(6), lot # 5336522, and exp. 06/2016) was collected from the donor. Standard venipuncture techniques with a bd vacutainer® push button blood collection set (reorder # (B)(4), lot # 5229548, and exp. 08/2017) were employed. Immediately after filling, the samples were mixed by four complete inversions and then placed upright in a rack at room temperature. Pt and aptt assays were performed on each retention and control lot sample at quest diagnostics laboratory in (B)(6). No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill volume. The retention and control lot demonstrated satisfactory performance and all pt and ptt results were acceptable. No product issues were observed during this clinical investigation and all retention lot tubes performed as expected. This complaint is not confirmed for erroneous coagulation results. The following is a summary of recommended handling and common causes of clotting and incorrect coagulation results. This information should be reviewed with the customer to insure that improper handling is not the source of the problem they are experiencing. Current guidelines recommend that a discard tube be drawn prior to any sodium citrate tubes that are to be collected. The discard tube should be a plain glass serum tube, not a plus serum tube. The potential exists that silica clot activator in the plus tubes could contaminate the citrate tube and activate clotting. The use of a discard tube is especially important when a blood collection set is used and only a citrate tube is collected, this ensures proper fill volume in the citrate tube. When other blood collection tubes are drawn, coagulation tubes should be drawn after plain glass tubes without additives (usually 2nd or 3rd). After collection, citrate tubes should be mixed gently 3-4 times and centrifuged at 1500 g for 15 minutes. Excessive mixing can cause platelet activation, which can contribute to erroneous pt and ptt results. Since the ratio of blood to additive is critical, ensure the tubes are completely filled to their stated draw volume. The pt is particularly prone to variations caused by poor venipuncture technique (i.e. Avoid traumatic venipuncture). On (B)(6) 2016, the manufacturing site also examined (B)(6) retention samples and all appear to have correct additive. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(6) retention lot samples were evaluated during this clinical investigation and no erroneous coagulation results were observed. All (B)(6) retention lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported on this lot number with regards to erroneous coagulation results. This lot number and incident will be monitored for future occurrences.